Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06900. It was reported that guide wire removal difficulties occurred. A wallstent was implanted perfectly. Another 16x90/9 75cm wallstent endoprosthesis stent was advanced and successfully deployed. However, the delivery system became stuck with the amplatz super stiff guidewire. The delivery system was able to be removed forcibly without losing the wire position; however, the amplatz guide wire was damaged beyond usability. The procedure was completed with a non-bsc guidewire and post-dilation was then performed via posterior tibial artery (pta). No patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the target lesion was located in the iliac vein.